Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 3038 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was removed due to the patient having limited flow to the distal limb. The patient is stable.